Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's issue with calibration. The device was not in patient use. During evaluation of the device by a field service engineer, the customer¿s complaint was not confirmed. The device's functioned as designed and operated without issue or error codes.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator' issues with calibration. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.